Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed no delivery. Customer's blood glucose reading at the time of the incident was over 500 mg/dl. Customer reported that the alarm was resolved by changing the infusion set and reservoir. Customer was advised to discontinue the use insulin pump and revert to back up plan per health care professional. The insulin pump and the reservoir are not returning for analysis. The infusion set is returning for analysis.